Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. Testing found a short on the device when the jaws are fully or partially closed, resulting in a yellow message screen "reposition jaws and reactive" is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap hysterectomy procedure, the surgeon had used the enseal with the gen11 for ten minutes. When he encounter some sticky tissue on the ip ligament and wanted to remove the jaw from it, the electrode tore off. The instrument was no longer functional. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.